Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer calling states that the meter is giving about 100 points higher than his competitor meter. Reviewed memory for previous results. See scanned table. Based on parkes error grid analysis, the bias between the lowest result in memory (159) and 100 points lower (59) is located in zone b/d. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4)2014).